Event description:
Same case as MDR ID: 2134265-2015-00574. It was reported that guidewire fracture occurred. Vascular access was obtained via femoral artery. The 80% stenosed, eccentric shaped, 35mm in length, 2.25mm in diameter, de-novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) and left circumflex artery (lcx) containing a bend of <= 45 degrees. The physician selected a 330cm rotawire¿ and wireclip¿ torquer and advanced a 1.25mm rotalink¿ burr to the lesion in high speed mode at 180,000 rpm. During the ablation, a rotawire was transected at its core wire. The physician was not aware at the time that the rotawire had fractured and continued ablation. After rotablation was finished, they changed the rotawire to a non bsc wire and under fluoroscopy the physician noticed that the rotawire was fractured. Snaring was performed to clip the wire tip but failed so a 2.25 38 promus element stent was used and the fractured wire was left inside the patient's vessel underneath the expanded stent. Ivus was then performed to recheck if the stent expanded well. The procedure was completed with this device. No other patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).